Manufacturer narrative:
According to the facility on (B)(6) 2023 during a "carotid" procedure a portion of the drape came loose and had to be removed from inside the patient. Per the facility they were able to "pick it out" without impact or injury to the patient. Per the facility the "drape was clamped" when the reported incident occurred. No additional information is available at this time. The sample is not available to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2023 during a "carotid" procedure a portion of the drape came loose and had to be removed from inside the patient.